Event description:
The user received questionable "false positive" toxoplasma igg results for two samples from one patient. Of the data provided, the result for one sample was discrepant. The initial result was 41.43 iu/ml and was reported outside the laboratory. The sample was tested on an abbott architect analyzer and the result was "negative". On (B)(6) 2011, the sample was retested on the original analyzer and the result was 40.94 iu/ml. The patient was not adversely affected. The toxoplasma igg reagent lot number was 163699.

Manufacturer narrative:
One sample from the patient was provided for investigation. The customer's results were confirmed with 3 different lots of reagents and also using a validated neutralization assay. In addition, a competitor assay (B)(4) also gave a positive result. The results obtained by the customer were considered to be correct. There was no malfunction. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(4).